Event description:
An optease filter had been placed just caudal to the renal veins (l2) with good wall apposition for pulmonary embolization protection during surgery. The vena cava was normally sized with no anatomical abnormalities. The filter hook was caudal prior to deployment. Approximately 3 weeks after filter placement, it was discovered that the filter had migrated to the iliac vein bifurcation and was tilted slightly into the right iliac vein. The filter was retrieved through the right common femoral vein with little difficulty. There was no thrombus in the filter and the filter was not fractured. The patient was not injured. Additional information will be submitted within 30 days of receipt.